Event description:
It was reported that the marker was not seen normally when the distal tip was in the cca (common carotid artery) side and a lot of friction felt while advancing the subject device in the proximal ica (internal carotid artery). The procedure was completed but the distal marker remained in the patient's vessel. Additional information provided that the patient¿s current condition gets better and there were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the proximal shaft was wrinkled along its length, the distal inner lumen was deformed and the distal tip section was slightly compressed. The distal lumen was examined under magnification and it was observed that the distal tip marker had come off. Functional analysis was not be performed due to the anomalies found on the product. Additional information provided by the customer indicated that product package was confirmed to be in good condition, no anomalies were noted to the device prior to use, continuous flush was maintained, and the device was prepared as per the directions for use (dfu). Per the information from the customer, the patient's anatomy was slightly tortuous and per the physician's opinion, the friction encountered between the catheter and guidewire during the procedure may have been the cause of the fluorosaver marker detachment. Based on the available information and analysis of the returned device it seems that the reported issue and the anomalies noted during the device analysis are associated with a product that meets stryker design and manufacture specifications and was used in accordance with the directions for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited. Therefore, a cause of ¿procedural factors' cause traced to component failure is assigned to the reported and analyzed codes.

Event description:
It was reported that the marker was not seen normally when the distal tip was in the cca (common carotid artery) side and a lot of friction felt while advancing the subject device in the proximal ica (internal carotid artery). The procedure was completed but the distal marker remained in the patient's vessel. Additional information provided that the patient¿s current condition gets better and there were no clinical consequences to the patient due to the reported event.